Event description:
Country of complaint" (B)(6). In comparison too 4/0 polysorb/thread detached from needle very easily. Furthermore the thread broken very easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: samples received: 2 unopened pouches. There are no previous complaints of this code batch. There were (B)(6) units of this code batch manufactured and distributed, there are no units in OEM stock. Tightness test to the samples received has been performed nd the units are tight. We have tested the knot pull tensile strength and needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of OEM, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.